Event description:
It was reported that this right ventricular (rv) shocking lead was exhibiting noise. The rv shocking lead was replaced during a normal change out procedure. No additional adverse patient effects were reported.